Manufacturer narrative:
Lot 17m002 was manufactured november 2, 2017 ¿ november 3, 2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A ruptured bladder was identified. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. An assignable cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during patient infusion with 2000mg of ceftriaxon. There was no patient injury or medical intervention associated with this event. No additional information is available.